Manufacturer narrative:
Product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that after calculating the volume to prime to advance the medication to the tip of the catheter, the bolus was completed, the patient improved, and was discharged the next day.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot/serial# unknown product type programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported an intended catheter prime was omitted on (B)(6) 2021. The patient had been experiencing baclofen withdrawal over the weekend and there was an attempt to aspirate the catheter which was unsuccessful. Therefore, the catheter was replaced and the pump remained implanted. The doctor wanted a 25 mcg bolus, which was programmed at 10:49 am (mountain time) over one minute, however, no prime of the catheter was completed. The rep called back in later on 2021-apr-26 and reported the patient was doing very well following the catheter replacement. The patient was actually "loose" (B)(6) 2021 and the doctor theorized that since they could not aspirate the catheter when they pulled it out of the intrathecal space the pulling on the catheter could have released some of the drug. The doctor did wish to prime to the tip. Priming considerations were reviewed. It was reported the cause for the inability to aspirate the catheter was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6)2020, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-aug-2015, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 05-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000mcg/ml at 200mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient appeared to be in withdrawal so a catheter access port aspiration was attempted and it was unsuccessful. There were no external factors that contributed to the event. The entire catheter system needed to be explanted and replaced. It was unknown if the issue was resolved at the time of the report. The patient's dose was decreased from 685.9 mcg/day to 200 mcg/day. The explanted devices were discarded. It was indicated that the healthcare provider had no additional information regarding the event. The patient's weight and medical history were asked but will not be made available. The patient was without injury at the time of the report.